Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed as additional information was received indicating that the previously noted noise and oversensing on the right atrial (ra) channel of this device had lead to inappropriate atrial tachy response (atr) episodes. There was also noted to be noise on the shock channel of the device, although this was suspected to be due to this device being programmed to unipolar sensing mode. The patient underwent a revision procedure. The patient's non-boston scientific ra lead was surgically abandoned and replaced. This implantable cardioverter defibrillator (ICD) was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). The patient's non-boston scientific right ventricular (rv) lead remains in service and a new left ventricular lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on the non-boston scientific right atrial (ra) lead connected to this device were intermittently spiking to greater than 3000 ohms. There had reportedly been six such measurements since (B)(6) 2018. There was also noise and oversensing noted on the ra channel. The noise was able to be reproduced with isometrics, but not with pocket manipulation. No adverse patient effects were reported. This implantable cardioverter defibrillator and the non-boston scientific ra lead remain in service.